Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the return and analysis of the device will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's vns was explanted due to an infection, the patient was also referred to have a new generator re-implanted. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Information was also received that the infection was due to the vns surgery. Implant card was later received reporting the generator replacement for the patient. Device evaluation is not necessary as the reported event has been determined to be related to the implant procedure. No additional relevant information has been received to date.

Manufacturer narrative:
A2. Age at time of event; corrected information. Initial MDR listed incorrect age. B2. Outcomes attributed to adverse event; corrected information. Initial MDR inadvertently omitted checking outcome. H6. Adverse event problem codes; corrected information. Initial MDR inadvertently omitted b11 coding.